Manufacturer narrative:
Photo evaluation summary: according to the information received, during procedure the smooth mod high xtra, 430cc breast implant was observed with small areas of bubbles with a change of shape in the shell. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies could be observed since the implant was observed in a bag. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a physician opened 430cc mentor memorygel xtra breast implant while in surgery and found that the right side device had small areas of bubbles with a change of shape in the shell. It was reported that the physician did not feel comfortable in using the implant and opened a third implant to complete his procedure causing delay in surgery. There were no patient consequences or additional information reported.

Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. Patient's initials under field a1 were updated to (B)(6)." As per information received with the device. On (B)(6) 2024, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no bubbles, irregularities, or anomalies were observed on the smooth mod high xtra, 430cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable bubbles and irregularities. Although no product defect was identified, there may have been other circumstances or issues that occurred during the insertion of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).